Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter were experiencing high blood glucose. The blood glucose reading was 500 mg/ dl. Also reported that set fell off while daughter was sleeping. Customer declined for troubleshooting. The insulin pump will not be return for analysis.